Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: during the case, after the anastomosis the device could not be removed. Additional resection of tissue was done to remove the device from tissue. Another device was used and re-anastomosis was done to complete the case.